Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, the complaint was confirmed as a manufacturing assembly issue. The customer could not have removed the pin without damaging the neck strap. The pin was not inserted during manufacturing due to not following procedure. A device history record (DHR) review reported two units were scrapped (one for contamination and one for a leak) from the reported lot number. A quality alert was issued to the production floor and the finished assemble inspection for the presence of the pin and locking hole on the adjustable neck flange was changed to 100 percent. Based on the low occurrence and severity of risk, no corrective actions are planned at this time and the issue will be monitored for threshold or escalation.

Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a trach was found without the locking pin and had the wrong locking tab location. No patient injury.